Event description:
Reference MFR report: 1627487-2012-14238. It was reported the patient was experiencing pain at her ipg site due to migration of her ipg. It was also reported the patient is experiencing pain at her midline incision near her lead anchor site. Her physician indicates the pain at her midline incision is due ot arthritis. The patient's ipg was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.